Event description:
It was reported that during a lap cholecystectomy, the jaws became not to open with a breaking sound when it was used on the cystic duct at the 3rd firing. When the trigger was grasped several times, the jaws opened. An unformed clip was on the cystic duct. The clip was retrieved with a forceps. When the device was fired several times to check its function out of the patient, a few clips came out at the same time and scissoring occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.